Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after breakfast while using the ilet, with blood glucose rising to 340 mg/dl for about four hours despite announced meal dosing and automated correction doses; the user used a contact detach infusion set (6 mm, 23 in), performed tubing fill with visible drops, then replaced the infusion site and supplies, after which insulin delivery resumed. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of backup insulin therapy. Investigation included customer support troubleshooting and education, including site replacement and supply change, with review of on-body hardware performance based on user checks. Investigation of this case revealed that the cannula was not bent and no infusion set defect was observed, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.